Manufacturer narrative:
The event of "granuloma " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported ¿previous silicone implant rupture¿ and ¿silicone granuloma in upper pole soft tissues¿. This record is for the right side. Device was explanted.